Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (fall, sepsis, patient outcome) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that hmii lvas, serial number (B)(6), would not be returned for evaluation. The hmii lvas instructions for use (IFU) lists sepsis as an adverse event that may be associated with the use of the hmii lvas. Care instructions in regards to preventing infection are outlined in various sections of the IFU, as well as the hmii lvas patient handbook. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists sepsis and death as adverse events that may be associated with the use of the hmii lvas. Care instructions in regards to preventing infection are outlined in various sections of this document. The hmii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: previous infection events are reported under MFR # 2916596-2020-03044, and MFR # 2916596-2019-05536. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been on hospice for several months due to recurrent infection and fell at home. X-ray revealed knee, femur and sacral fracture. Family did not want surgical intervention to repair fracture. Positive blood and driveline culture had been previously noted. The infection type was corynebacterium striatum. The death was not considered to be device related and device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was on hospice and had a do not resuscitate order. The patient fell at home while attempting to go to the bathroom. The fall resulted in knee, femur and sacral fractures. Patient was also more obtunded with an elevated white count. The decision was made with the family to switch the patient to comfort measures. The pump was turned off per families wishes and the patient expired. The cause of death was listed as sepsis.